Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the pediatric patient's parent stated that they were driving to a restaurant, when the patient informed that he was feeling low/weak. The parents stated they never received any alert from his dexcom and by the time they arrived at the restaurant and checked the cgm, it was reading low. The parent did not have time to treat the patient because the patient had a seizure and loss consciousness immediately. The emergency medical technician's (emt) were called and when they arrived the bg was too low for the glucometer to identify. When the patient regained consciousness, the mother gave him a coke and they went to the emergency department. At an uncertain point during this event, the cgm was 55 mg/dl, but there was still no audio alarm. At the emergency department the patient was given apple juice and glucose tabs and stayed for monitoring but was discharged on the same day when he recovered. At the hospital a CT scan was done because of the fall, but the outcome of the CT scan was not reported. At the time of the report the patients´ current condition was normal. The parent stated that she and her husband should normally get a low alarm once the cgm reading goes lower than either 75 or 80 mg/dl. During the whole event, no audio alarms were received. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.